Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One unit was returned for evaluation of the failure and pictures by the customer were provide it. Unit returned was received inside of a plastic bag which is not the original package visual inspection result: during returned sample inspection, it was observed that tube is de-collapsed and is smashed through some of the circuits rings. Conclusions: based on the visual results, the reported nonconformance as disp breathing circuits - crimped/ kinked is not confirmed. Additionally, sample was submitted to leak test inspection per specification qp 2025 rev.104 disposable anesthesia breathing circuit (dabc) / section 1.8 leak test. Leak test inspection was performed on the returned device using equipment manometer ID# 8.0324 (calibration due date 07/2022). Results: the device doesn?t present any leakage. The reported nonconformance is not confirmed and based on the observation results: sample look like was over handling during the pre-use check. The cause of the reported problem was traced to the user manipulation of the device. Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.

Event description:
It was reported that when stretching the breathing circuit during pre-test, a crease was found across the accordion folds of the corrugated tube. No patient injury reported. No further information available from this customer.